Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, once the stent was in place, the stent moved off of the balloon. The physician smashed the stent to the wall of the artery and it stayed in place. The procedure was completed. There were no patient complications reported and the patient was hemodynamically and clinically stable.